Event description:
It was reported that the pacemaker was found to be in safety mode. Technical services (ts) was contacted, and ts discussed therapy considerations regarding safety mode programming and recommended pacemaker replacement. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker was found to be in safety mode. Technical services (ts) was contacted, and ts discussed therapy considerations regarding safety mode programming and recommended pacemaker replacement. The pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced. No additional adverse patient effects were reported.